Event description:
Customer reported that he was hospitalized due to high and low blood glucose. Customer stated that the blood glucose reading was 30 mg/dl when he had low blood glucose and over 700 mg/dl when he had high blood glucose. Customer stated that he needs a new meter. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.